Event description:
Dirty waste paper in seventh generation's pad. Im a customer of "seventh generation, ultra-thin pads, chlorine free, regular with wings, 18 pads". On (B)(6), I opened one of their pads to use but found a piece of disgusting dirty waste paper in the middle of the folded pad. I've tried communicating with the company in the past month. They kept saying it's just a "mechanical error" and only agreed to refund for the pads but no compensation. I also expressed my concern that all the other pads of the same lot code had a chance to be polluted by the dirty waste paper as it went around among the naked pads before packing. The company replied slower and slower and finally stopped writing back 15 days ago. I have no choice but to come to you for help. Please let me know if you'd like to see to this. I'm able to provide the pad and dirty paper and all the corresponding emails if your need. Looking forward to your reply and help. Thank you very much.